Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 678 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, high blood glucose levels, a heart attack and hospitalization. Customer advised when they removed their set the cannula was bent. Customer advised they were wearing the insulin pump at the time of hospitalization.